Event description:
It was reported that a few months after implanting this lead the pace impedance measurements suddenly increased and were high and out of range. The lead was found to be fractured during a revision. A new lead was implanted as a result, and this lead was surgically abandoned and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.